Event description:
It was reported that on (B)(6) 2012, an area of stenosis in the first obtuse marginal artery (om1) was treated. During this procedure, restenosis was noted to the second obtuse marginal (om2) lesion in which the 2.5 x 18 mm xience v stent had been implanted on (B)(6) 2012. A non-abbott guide wire was used to cross the restenosed lesion in the om2, and dilatation was performed with a 2.0 x 10 mm non-abbott cutting balloon at 12 atmospheres (atm) for 60 seconds. It was confirmed with an intra-vascular ultra sound (ivus) that the restenosis was adequately treated and the procedure was completed successfully. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of stenosis/restenosis is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The stent remains in the patient. A follow-up will be submitted with all relevant information.